Event description:
It was reported that the loaner tps micro driver ran in forward when in the reverse position during a knee arthroscope procedure. The procedure was completed with another device. There was no user or pt injury, medical intervention, or any adverse consequences reported as a result of this event. This event is being remediated for running in the wrong mode.

Manufacturer narrative:
It was noted during testing at the MFR that burnt sockets were the primary failure of the device. Corrosion damage was noted within the internal components of the device.